Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-04467. It was reported, the pt wanted the scs system removed. Subsequently, it was reported, the pt had been in a car accident prior to his procedure. After the accident, the pt reported there was an uncomfortable buzzing and shocking in his legs, and discomfort at the ipg pocket site. The pt also reported, he could not turn the system off. Follow up with the pt identified the pt no longer had any issues with the system, the sensation had stopped. It was reported the pt had turned the system off, and also did not want any follow up at this time.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.